Event description:
Customer reported a failure in auto focus where no cells were seen on the iq200.

Manufacturer narrative:
Iq200 automated urine microscopy analyzer reporting false negative/false low cells (rbcs and wbcs) for 11 patient samples. None were reported out to lis or patient. No change in patient management, no loss of patient to follow up or immature discharge were reported due to erroneous result. No injuries were reported. Per customer, the chem/micro correlation alert was turned off. The customer technical support (cts) instructed the customer to change the sample filter; the iq200 now focused fine and the qc passed.